Manufacturer narrative:
No damage was observed to the soft cannula. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. No blood noted on adhesive pad or soft cannula. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was returned for evaluation and is pending an investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The pod¿s cannula was found to have holes in it, after removal, while wearing it on the abdomen. For treatment, the patient gave a correction bolus of 9 units.